Event description:
The customer reported that the vasoseal was deployed by a certified registered nurse. Pt admitted to emergency room on 12/5/1998 with tenderness, swelling and purulent drainage at right groin. Normal white blood cells and afebrile, initial blood culture negative but later cultures showed moderate to heavy staphaureus. Pt taken to vascular surgery for incision and drainage and intravenous garamycin started. Pt discharged on 12/7/1998.